Manufacturer narrative:
Technician determined that repairs to the lamps, beam combiner, and calport sapphire window were needed to resolve the device's issue. Patient had an alleged burn, but this could not be confirmed with the customer site as they were unresponsive to multiple requests for patient/treatment details. This event is an aro (accidental radiation occurrence) because the device was operating out of specification range. Therefore, this event is reportable.

Event description:
The device was found to be delivering a laser energy output 40% below specification.